Event description:
It was reported that during implant of the right atrial (ra) lead there was difficulty placing the ra lead, and the physician thought the helix was not fully deploying. The ra lead was attempted/ not used and replaced. Post procedure, a pleural effusion was noted on echocardiogram which seemed to be growing in size. It was also noted during placement of the right ventricular (rv) lead, a small perforation of the ventricle occurred. A pericardial window was then performed and a pericardial drain was inserted. The patient remained stable throughout. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.